Event description:
The following was reported to hamilton medical ag: we have checked & found white screen & can not show any parameters for this unit. For first step, we try to clean display cable & reconnect but we found the same of problem. For second step, we try to replaced with a new display's cable but we found the same of problem. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).